Event description:
It was reported that when using the bd pyxis¿ es server was running really slow. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was running very slowly. A technical support specialist (tss) connected to the enterprise server to investigate the reported performance and directory synchronization issue. The tss reviewed the user domain status and identified an error related to active directory synchronization, indicating that the domain controller could not be reached. Network connectivity tests were performed, which showed that the required directory service port was not reachable despite confirmation from the hospital information technology team that the port had been opened and firewalls disabled. The tss consulted internal platform engineering support, and network traffic analysis indicated that initial connection attempts were being dropped, potentially due to a domain name system configuration issue. Further review showed that recent configuration changes had been made by the customer prior to the issue. Additional coordination was completed with platform engineering and follow up communication was sent to the customer to confirm ownership and management of the domain name system zone and to identify the correct onsite domain controller. After the customer confirmed the correct domain controller address and hostname, the tss reconfigured the user domain settings on the enterprise server using the provided information, and the configuration was saved successfully. The customer confirmed that active directory user sign ins were functioning normally, and the case was closed after confirming that the primary issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.